Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported missing load point labels which was reproduced. Visual inspection determined direction of flow labels was missing. The label was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the load point labels of a spectrum pump were missing. There was no patient involvement. No additional information is available.